Event description:
The customer was hospitalized for dka. The customer was not feeling well and refused to troubleshoot. It was indicated that the customer is requesting additional training and would like to meet with a pump trainer. No further details.